Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No sticking buttons noted during testing. The insulin pump had broken reservoir tube lip, scratched lcd window, cracked display window corner and cracked battery tube threads. No crack screen or look polarized noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button was sticking. The customer also reported that the screen looked polarized. The customer's blood glucose was 103 mg/dl at the time of incident. The customer mentioned that there were cracks on the screen and reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.